Manufacturer narrative:
The distal end is broken, loop is missing, and the yellow arm insulation is melted. It is possible the electrode was fired while it was still inside the sheath with beak resulting in damage to the electrode and the ceramic beak. We cannot confirm. We also filed MDR (mfg #: 9610617-2017-00025) on the sheath with ceramic beak which had a piece missing.

Event description:
Allegedly, during a procedure, arcing occurred and damaged the distal tip of the electrode and a piece may have fallen into the patient or may have been removed with resected tissue. The hospital reported that there was no injury to the patient. The hospital did not respond to medical event questions so we cannot confirm the whereabouts of the piece and whether it was retrieved or left inside the patient.